Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, to treat an stenosis in the brachial cephalic, the endovascular stent graft allegedly failed to deploy from the endovascular stent graft delivery system and the delivery system allegedly broke. Therefore, the endovascular delivery system was removed without incident. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing related cause was considered. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: the reported failure could be confirmed based on the sample condition. The stent graft was found not deployed and the outer sheath was found elongated which indicated increased friction affected the delivery system during stent graft deployment, and led to the outer sheath fracture making a stent graft deployment impossible. As a result of the investigation performed the complaint was confirmed. The reported application of the stent graft in an overlapped condition with another stent graft is an off label use of the device. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "the device has not been tested for use in an overlapped condition with another fluency® plus stent graft." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." (B)(4).

Event description:
It was reported that during a stent graft deployment procedure to treat a stenosis in the brachial cephalic, the stent graft allegedly failed to deploy and the delivery system broke. Therefore, the delivery system was removed without incident. There was no reported patient injury.